Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an angiography procedure, which was delayed by 15 minutes and completed by deleting the patient study. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to expose. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse found that the image disk was full, which was impacting the x-ray procedure. To resolve the issue, fse performed recreation of frontal hard disk. After this, the fse confirmed that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.